Event description:
Affiliate reported that after the implant of the device, the pressure reading indicated a negative pressure. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Multiple severely kinked areas along catheter. Markings on codman connector label. The electrical balance was off scale, and we were unable to adjust the sensitivity. Unable to complete testing. Based on the above evaluation the supplier was unable to determine the cause(s) of the difficulty reported by the customer. No further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.